Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable high results for approximately eight or nine patient samples using the mg2 magnesium gen.2 assay (mg2) on the cobas 8000 c 702 module (c702). Data for two samples were provided. Of the data provided, only the results from one of the samples were released outside of the laboratory. All results are in units of meq/l. All results for the following sample were released outside of the laboratory. No alarms or error messages occurred. The initial result was 2.7. The sample was repeated with a result of 1.3. The sample was repeated on another c702 analyzer with a result of 1.4. A corrected report was issued. No adverse event occurred. The mg2 lot number is 20660001 with an expiration date of 09/30/2018. The last calibration was performed on (B)(6) 2017 and was acceptable. A review of the reaction kinetics showed unusual kinetics after reagent 3 was added. The field service representative (fsr) checked instrument operation, cell rinse dispensing, reagent probe wash, and the fluidic pressure. He found no abnormalities. He performed a pipette performance test which passed; therefore, a pipetting or rinsing issue is unlikely. An additional service action was performed on (B)(6) 2017. The fsr noted a fluidics issue with the rinse mechanism, improper aspirate volumes, and intermittent aspirate issues. He adjusted and realigned the rinse mechanisms, and checked and adjusted the dispense volumes. He performed mechanism checks which passed. The customer performed calibration and qc which passed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause is contamination of the cuvette. This may be due to not replacing the cuvette monthly, or not washing the cell after an unexpected instrument stop during operation.